Event description:
Dexcom g6 reading 80 mg/dl with a diagonal down arrow. Took 4 grams of carbs to mitigate low blood glucose. Double-checked finger stick and reading was 139 mg/dl. Dexcom all of a sudden "re-calibrated" itself to be reading 126 mg/dl with no arrows. So, I compensated and am now fighting a high blood glucose / climbing blood glucose because of dexcom g6's faulty reading.